Manufacturer narrative:
All buttons function properly. No button error alarms noted. However, moisture damage was noted on keypad traces during visual inspection. Unable to prime during prime test due to moisture damage noted in force sensor. Unable to perform occlusion and excessive no delivery alarm test due to prime anomaly. The insulin pump passed displacement test. Missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that suddenly her insulin pump stopped working, and the buttons were unresponsive. The customer was experiencing high blood glucose over 410mg/dl. The customer mentioned being off the insulin pump for two hours without treating after eating. During the call, the customer mentioned being hospitalized due to low blood glucose of 30s or 40s mg/dl on (B)(6), 2013. Troubleshooting was performed, and the customer was unable to describe any possible damage to the drive support cap. The customer believes that she had over corrected and did not eat enough to cover the bolus. No further information was provided.